Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# : (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (1500 mcg/ml at 232 mcg/day) via an implanted pump. The patient¿s other medication was oral baclofen three times daily. The indication for pump use was intractable spasticity. It was reported that the patient had a lack of therapy and increased spasticity. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿no falls, etc.¿ was noted. The patient¿s hcp did a dye study in the office and they were unable to aspirate. The patient was taken to surgery. The surgeon and the reporter did a dye study in the operating room and were able to aspirate 3 cc. The catheter was replaced during the procedure with a newer model catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.